Event description:
It was reported that the patient presented for an implant procedure. It was noted that the guidewire cannot be inserted into the left ventricular lead completely. The lead was not used and replaced during procedure. The patient was stable.

Manufacturer narrative:
The reported event of a guide wire insertion issue was confirmed. As received, a complete lead was returned in one piece for analysis. Visual and x-ray inspections found the coil was compressed / damaged at the middle region of the lead. The guidewire insertion test was unable to be performed due to the damaged coil found at the middle region consistent with procedural damage. The cause of the reported event was due to the compressed / damaged coil. Electrical testing did not find any indication of conductor fractures or internal shorts. The s-curve hump height was measured and it was within product specification.